Event description:
Information was received that a smiths medical cadd-legacy per infusystem: under infusion that was due to an unresolved no disposable alarm on a cadd legacy one serial number (B)(4). Pump with unresolved no disposable camp tubing alarm. Pump with a remaining reservoir volume of 7.9 ml. Pump powered off and back on. Attempted to restart, alarm returned. Pump powered off and cassette removed. Air bubbles identified in tubing along top of cassette. Tubing massaged and cassette reattached. Attempted to restart pump but no disposable alarm returned. No injury to patient.